Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2025-00120: a facility reported the mayfield modified skull clamp (a1059) does not close well and moves even when locked. The patient was asleep, and there was increased surgery time in beginning the surgery. There was no injury to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis: the reported complaint is confirmed as valid. There is movement in the locking mechanism and the lock is hard to close; therefore, the locking mechanism needs to get overhauled and readjusted and some parts of the locking mechanism need to be replaced. A functional test according to manufacturer¿s specifications will be performed. However, due to the issues found, the device has been scrapped. Root cause: the complaint is confirmed via inspection of the unit. The locking mechanism needed overhauled and readjustment including replacement of some parts. The probable root cause is routine use and wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.